Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that the illuminator would not ignite, and there was a 48245 error. The fse swapped the lamp module, and the reported issue was reproduced. The fse noted that error 48245 also occurred several times within this month. The fse replaced the illuminator to resolve the reported problem. The system was tested and verified as ready for use. Isi received the illuminator associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was installed on into a printed circuit assembly (pca) si system and it failed to ignite with an error 48244 displayed.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the illuminator white light would not ignite. The customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system was working fine, but the illuminator would not ignite the lamp module, and the lamp module was making a noise. The customer exchanged to a third-party illuminator and completed the procedure with no reported injury.